Manufacturer narrative:
Batch review performed on 29 july 2024. Lot 2345309: (B)(4) manufactured and released on 04-mar-2024. Expiration date: 2029-feb-18. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Other device involved: gmk-sphere 02.12.0025l femoral component sphere cemented size 5+ l (k140826) lot 2304328: (B)(4) manufactured and released on 01-jun-2023. Expiration date: 2028-may-15. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e0510fl tibial insert fixed sphere flex size 5/10 mm l e-cross (k202022) lot 2343276: (B)(4) manufactured and released on 21-dec-2023. Expiration date: 2028-dec-04. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability and the cause of instability is unknown. About 3 months and a half after the primary surgery, the surgeon revised the sphere knee to a hinge knee and the surgery was completed successfully.